Event description:
It was reported that the device was displaying the service indicator and had a fault code logged in memory. It ws also reported that the device would not defibrillate. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported fault code. There was no connection to the computer; therefore, therapy delivery could not be verified. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u8.